Event description:
Prior breast augmentation in 1987 - sub-muscular placement with silicone gel implants in 2005 presents with chest/breast asymetry. Right silicone implant ruptured with possible capsolectomies. Initial approach was trans axillary. Incisions were now periareolar bilateral. Right implant was ruptured - liquid gel within the capsule. Left implant was intact. A pau was performed on left side. New implants.